Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013. Product type: catheter. (B)(4).

Event description:
Catheter occlusion was reported, the physician was unable to pull any cerebrospinal fluid back when doing a pump replacement due to normal end of life for the pump. The catheter was explanted, actions required were noted as capped/abandoned/partially removed, it was not clear what exactly was done with the catheter, it was also noted the customer discarded the catheter. There were no patient symptoms/injuries related to this event. Patient status at the time of this report was alive no injury, no adverse event. The device system was used to infuse dilaudid.